Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device intermittently failed the defib pads test during opcheck. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips call center representative.